Event description:
Medtronic legacy degenerative multi axia instrument tray 2 of 2 was used during spinal fusion surgery. After the self retaining break-off driver was used with the counter torque for tightening, it was discovered that retained plug heads remained inside the driver from a previous surgery. The self retaining break-off driver had been through the instrument sterilization process. The open lumen design of the plug heads make them difficult to visualize inside the device. The concern is that you can't see them inside the tube that has solid sides, and have to rely on using the obturator to check the device.